Event description:
It was reported that the patient received inappropriate therapies for sinus rhythm. There was also an impedance increase. The lead was replaced. Additional information was received from the patient's attorney reporting that the patient received numerous inappropriate shocks and had to be hospitalized multiple times because of device malfunction. He was finally admitted to the ICU (intensive care unit) and the device removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was reported that the patient received inappropriate therapies for sinus rhythm. There was also an impedance increase. The lead was replaced. Additional information was received from the patient's attorney reporting that the patient received numerous inappropriate shocks and had to be hospitalized multiple times because of device malfunction. He was finally admitted to the ICU (intensive care unit) and the device removed and replaced. No further patient complications were reported as a result of this event. No conclusion can be drawn shock, inappropriate malfunction.